Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, upon deployment the balloon ruptured, split in half and was getting caught on the valve when trying to remove from the ventricle. They successfully removed the system from the ventricle by advancing the pusher and flexing the system with wire/catheter manipulation. They attempted to remove the system through the sheath and felt resistance, so the doctor stopped, unflexed and pulled the pusher back to allow the balloon to stretch back out and be pulled through the sheath. They decided to remove the whole system as one after putting in a wire, balloon and sheath from the contralateral side for protection of the access vessel. The system was pulled back to the point of the arteriotomy and significant resistance was felt so the doctor paused, inflated the balloon from the contralateral side for hemostasis and did a mini cut down to remove the remaining portion of the balloon. The system was removed safely and appeared to have all pieces accounted for. Hemostasis was achieved with additional perclose after an injection was done to ensure patency of the vessel. A new valve was successfully deployed. The perceived cause of the rupture was index valve frame or possible ca+.

Manufacturer narrative:
The balloon was returned locked in default position, fully inserted through the 14f esheath. Visual inspection revealed a radial balloon tear present at distal shoulder with distal tip wings flared out, the balloon spring was stretched out, the crimp balloon was detached at ic bond with balloon wings flared out. Due to the nature of the complaint, no functional testing was able to be performed. The complaint involving balloon burst and torn balloon incidences was confirmed through visual inspection. Dimensional testing was performed; for complaint failure balloon torn, the double-wall thickness measurements of the crimp balloon were taken, and found to be within specification. Single wall thickness measurements of balloon burst were unable to perform due to the location the burst (distal shoulder-working length interface.) Imagery evaluation was performed; the post procedural imagery revealed that the balloon was torn at the ic bond with the balloon wings flared out and the balloon spring stretched out, a small longitudinal tear appeared to be present on the balloon material with no balloon shoulders visible. The returned device shows no evidence to support a manufacturing/design defect contributed to the complaint, therefore a manufacturing mitigation review was not performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint failure balloon burst, withdraw catheter from deployed valve difficulty or inability to withdraw catheter from deployed valve, withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through sheath and failure balloon torn. A complaint history review on confirmed device complaints for failure balloon burst, withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through sheath identified patient factors: pre-existing valve, calcification and patient procedural: withdrawal of burst balloon/torn balloon, withdrawal of altered balloon profile as a potential root cause applicable to the event. The complaint for withdraw catheter from deployed valve - difficult or inability to withdraw catheter from deployed valve was unable to be confirmed therefore a complaint history review was not performed.an existing product risk assessment was performed for complaint failure balloon torn therefore a complaint history review was not performed. The instructions for use (IFU) for commander ds IFU and commander with s3ur and esheath+ procedural training manual were reviewed. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non-conformances or labeling/IFU inadequacies. The complaints for withdraw catheter from deployed valve - difficulty or inability to withdraw catheter from deployed valve was unable to be confirmed due to lack of applicable imagery. However, the complaints for failure - balloon burst, failure - balloon torn, and withdraw catheter through vasculature sheath difficulty or inability to withdraw system through sheath were confirmed through the evaluation of returned device/provided imagery. A review of the device history record, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, upon deployment the balloon ruptured and was getting caught on the thv when trying to remove from the ventricle. To try and centralize the system, the pusher was advanced, and system was flexed along with wire/catheter manipulation. This was successful and the system was removed from the ventricle and attempted to removed through the sheath." In addition, per the event description, resistance was felt during attempts the attempts to pull the system through the sheath, leading to a mini cut down being performed to remove the balloon/system. Per additionally received information, a slow inflation technique was used, the balloon split in half and the perceived cause of the rupture was index thv frame or possible ca+. For complaint, failure - balloon burst, the presence of calcification in the implant site could have created a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Similarly, any physical interactions between the inflation balloon and the pre-existing bioprosthesis (e.g. Frame) could have promoted analogous types of failure, causing the balloon to burst. Review of available information suggests that patient factors (calcification, pre-existing valve) may contributed to the withdrawal difficulty and separation. For complaint, withdraw catheter from deployed valve - difficulty or inability to withdraw catheter from deployed valve, as the balloon burst, the resulting altered balloon profile could have caused the balloon material to catch on the deployed thv (due to it coming in physical contact and/or getting entangled with the expanded valve), which would give rise to the reported withdrawal difficulty. Available information suggests that procedural factors (withdrawal of burst balloon, balloon caught on deployed valve) may have contributed to the complaint event. For complaint, withdraw catheter through vasculature / sheath y difficulty or inability to withdraw system through sheath, failure - balloon torn, as the balloon was burst, the resulting altered balloon profile would make it more susceptible to catch on the distal end of sheath tip, which could lead to the experienced retrieval difficulty. It is also possible that excessive device manipulation was used during the users attempts to withdraw the system. The use of excessive forces could in turn compromise the I/c bond associated with the crimp balloon, resulting in the observed tear. Per the existing product risk assessment high forces on the system during system retrieval may result in the crimp balloon tearing. Review of available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and the balloon tear at the I/c bond. Since no product non-conformances or IFU/training deficiencies were identified during evaluation of complaint failure balloon burst, withdraw catheter from deployed valve - difficulty or inability to withdraw catheter from deployed valve, and withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath, a product risk assessment (pra) is not required. An existing product risk assessment addresses the balloon torn issue, an evaluation of this assessment revealed no product non-conformance. Since no manufacturing defects were confirmed no corrective and preventative actions (CAPA)are required.